Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The evaluation found the paper cover was yellowish instead of orange and it was falling apart.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that while searching inventory for outdated product on (B)(4) 2012, the account noted that the tyvek co-polymer overwrap was opening and falling apart. The product was stored in a pyxis automated dispensing machine. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of twelve medwatches being submitted as twelve devices were involved in this event. See medwatch 2210968-2012-02541 through 2210968-2012-02552.